Event description:
According to the reporter: broken needle. Lisinopril 20-25mg, historically, attempts to obtain from FDA redacted information from maude reports forwarded to covidien by the FDA have resulted in the response that, "the report that was sent is the copy that provides you with all the allowed releasable information from the report(s). Unfortunately, we are unable to release any further information that pertains to the report(s) in question." Therefore, no additional information for this report is available.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2015 under MFR report# 1219930-2015-00376. The initial MDR was sent with the incorrect manufacturing site in error. The MDR was resubmitted under 9612501-2015-00265 with the correct manufacturing information.

Manufacturer narrative:
(B)(4).